Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer loaded a new cartridge to resolve the issue.